Event description:
A user facility reported to olympus, the endoeye flex deflectable videoscope exhibited abnormal image color (magenta only, green only image). The event occurred after use during a laparoscopic surgery procedure. It was reported that the procedure was completed using similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide tube and video cable wrinkled, and faulty charged coupled device which caused the customer reported issue. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the screen was green, which was caused by a faulty charge-coupled device (ccd) as the sheath of the ccd-cable was broken and wire was exposed. The damaged ccd was likely caused by the following: 1. Humidity/water invasion of the device caused short circuit of internal board of video connector. 2. Deterioration of internal board of video connector. Deterioration of board may occur in the following causes: - the power was turned on or off while the video connector was wet. - the video connector was connected and disconnected while the power was turned on. - there was a scratch or foreign material on the electrical contacts of the video system center or the video connector. - application of static electricity to the electrical contacts of the video connector. - incompatible reprocessing condition (e.g. Autoclaving). Olympus will continue to monitor field performance for this device.